Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Expiry date (B)(6) 2021. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the biopsy procedure, at the first sample attempt, the top slide of the device was unable to lock into the primed position. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray revealed insufficient cannula tang engagement, and upon disassembly it was noted that the right bumper was bent within the device housing. Therefore, the investigation is confirmed for cannula self-activation and cannula priming issues.the bent right bumper is the most likely root cause of the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during the biopsy procedure, at the first sample attempt, the top slide of the device was unable to lock into the primed position. There was no reported patient injury.